Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient's infusion set was leaking at the site on (B)(6) 2024. The issue occurred with five simiar types of infusion sets.the blood glucose level of the patient was 564 mg/dl which was treated by correction injection via multiple daily injection. No further information available.

Manufacturer narrative:
Initial and final (B)(4) MDR 3003442380-2024-07857 - device 2 of 5.